Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed tissue and coagulated blood in the fixation helix. However, after properly cleaning it, the lead proved to be without fault throughout its inspection. In particular the values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to dislodgement. The right atrial lead was dislodged from the appendage with the lead tip in the area of the tricuspid valve. The helix could not be easily retracted and the lead was replaced. Upon explant, visual inspection of the lead by the physician noted tissue lodged in the helix which prevented proper function of the fixation mechanism. The explanted lead will be returned by the facility for analysis. Should additional information become available, it will be added to this file.